Manufacturer narrative:
.

Event description:
The patient reported, "I have had the pump for three years now, and just found out that it hasn't worked for all of these years (just like I've said all along). Apparently, there was an obstruction". No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.